Event description:
It is alleged that when the doctor was using the instrument he pulled too hard on the sheath causing him to poke the liver. The liver was reportedly cauterized to stop the bleeding. It was reported that there was no injury to the pt.